Event description:
The customer reported the system booted up and displayed a communication error and control panel processor error and locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The control panel processor board and battery were replaced. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.